Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage on the bending rubber. This report is being filed as part of the pentax backlog management plan.

Event description:
Before use, during the inspection, the user found that the bending rubber was leaking. This event occurred at the time of before use. There was no report of patient harm.